Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture and decreased sensitivity. Chest x-ray showed that the lead had dislodged. The lead was repositioned successfully. The patient was stable and asymptomatic.